Event description:
The customer called and reported experiencing high blood glucose of 404 mg/dl. Customer stated he had already treated for blood glucose multiple times. At the time of the report, customer's blood glucose was 417 mg/dl. Troubleshooting was performed. The drive support cap on the insulin pump appeared normal. Insulin exited at the quick release during manual prime and there were neither air bubbles nor moisture noted. Upon infusion set removal, the cannula looked bent. Insulin pump programming and settings appeared to be accurate. The customer did not complete high pressure test. It was advised that the customer's high blood glucose may have been due to infusion set cannula being bent and to change out the set. Customer was to monitor and call back if issue were to persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.